Event description:
The blood pressure valve becomes unstable while measuring. Systolic pressure rapidly changed from 100mmhg into 150mmhg three times. Dr said "it is not clearly thought this change by pt condition."